Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. The procedure was to treat in-stent restenosis of two visions (3.5x15 and 3.5x23) implanted on (B) (6) 2009, in the ostial and proximal rca. The balloon dilatation catheter was taken to the ostial lesion, inflated to 18 atmospheres and it burst. A 2.5 x 12 voyager was then used and completed the procedure successfully. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4)